Event description:
Per the clinic, the patient experienced an extrusion of the electrode (caused when combing his hair and then the comb got stuck around the wound). This resulted in a wound infection that was treated with oral and topical antibiotics. The wound area was debrided multiple times which eventually resulted in an explant of the device on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on may 1, 2023.